Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient who presented in-clinic with multiple non-sustained rv oversensing episodes. Upon review, far p wave oversensing was noted. On the device. Programming changes were discussed. No further information is available at this time. The patient was stable.